Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that two years ago she had three low blood glucose events and required the assistance of emergency medical services for two of the events. For those events, she was treated at home. For the third event, the customer was transported to the emergency room and treated with food. Per the customer, there was no damage to the clear retainer ring, and the reservoir was able to lock into place. Customer alleged over delivery. Event date is unknown. Customer's low blood glucose level was unknown at the time of event. The customer was using the insulin pump, sensor, and auto mode feature at the time of the event. This case was for the second event. Please see (B)(4) for event 1 and (B)(4) for event 3. The insulin pump was already returned under (B)(4).